Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. It was reported that a cartridge alarm 1 occurred during load sequence. A cartridge change was performed resolving the issue. The customer's blood glucose level was 215 mg/dl.